Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during an unknown procedure. It was reported that the doctor was performing l5-s1 plf using solera 5.5/6.0 with the imaging and navigation systems. During the procedure, the doctor placed a total of 4 pedicle screws at 7.5x50mm in the following order- right l5, right s1, left l5, left s1. No navigation concerns were expressed as they were placing the screws. After all pedicle screws were placed, the navigation airframe was removed and using neuromonitoring the doctor stimulated the screws. Right l5, left l5, and left s1 were stimulated and responsewas greater than 20. Right s1 was stimulated and received a response at 15. An ap and lateral x-ray were taken using the imaging system to confirm screw placement. The doctor then proceeded to perform their decompression and noticed that the pedicle screw that was placed at right s1 was medial. Without using navigation, the doctor removed the right s1 pedicle screw and redirected the same screw. The right s1 screw was used stimulated and received a response at 17. The doctor continued with their decompression, placed their cp ti rods in along with an lp crosslink to supplement fixation. Patient impact and procedure delay were unknown.

Manufacturer narrative:
Device information was updated upon further review. The event involves a navigation system rather than the previously reported imaging system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the doctor was performing l5-s1 plf using solera 5.5/6.0 with the imaging and navigation systems. During the procedure, the doctor placed a total of 4 pedicle screws at 7.5x50mm in the following order- right l5, right s1, left l5, left s1. No navigation concerns were expressed as they were placing the screws. After all pedicle screws were placed, the navigation airframe was removed and using neuromonitoring the doctor stimulated the screws. Right l5, left l5, and left s1 were stimulated and response was greater than 20. Right s1 was stimulated and received a response at 15. An ap and lateral x-ray were taken using the imaging system to confirm screw placement. The doctor then proceeded to perform their decompression and noticed that the pedicle screw that was placed at right s1 was medial. Without using navigation, the doctor removed the right s1 pedicle screw and redirected the same screw. The right s1 screw was used stimulated and received a response at 17. The doctor continued with their decompression, placed their cp ti rods in along with an lp c rosslink to supplement fixation. Patient impact and procedure delay were unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Issue occurred during a posterior lateral fusion procedure. The likely cause could not be determined.